Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power upgrade kit was replaced to resolve the issue. Block a: no patient information was provided after calls to end user 01/02/26 and 01/26/26.

Event description:
It was reported that there was a malfunction resulting in system shutdown and a loss of mechanical ventilation during a case. The unit was rebooted and case completed. There was no patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.